Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
A sales representative reported on behalf of a customer that the cd801, dsct,kittner,40cm,5mm device was being used during an oblique lumbar interbody fusion procedure on (B)(6) 2024, and ¿the sponge tip came off the laparoscopic rod and fell on the field¿. Follow-up assessment found that no device fragment or component fell into the surgical site, and the customer stated "although this is a spine case, it is minimally invasive utilizing trocars.". The procedure was completed as normal without the use of an alternate device and with no delay. There was no injury, medical/surgical intervention or extended hospitalization required for the patient or user. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Event description:
A sales representative reported on behalf of a customer that the cd801, dsct,kittner,40cm,5mm device was being used during an oblique lumbar interbody fusion procedure on (B)(6) 2024, and ¿the sponge tip came off the laparoscopic rod and fell on the field¿. Follow-up assessment found that no device fragment or component fell into the surgical site, and the customer stated "although this is a spine case, it is minimally invasive utilizing trocars.". The procedure was completed as normal without the use of an alternate device and with no delay. There was no injury, medical/surgical intervention or extended hospitalization required for the patient or user. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Received one cd801 in opened original package. Lot number was verified. Performed a visual inspection, the complaint was confirmed. The sponge tip was detached and returned separately. A root cause cannot be determined, however, based upon sme review, a possible cause is cracking of the blue insert. This is not a manufacturing deficiency. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. A two-year lot history review shows a total of 1 device for this lot number and failure mode. A two-year review of complaint history revealed there has been a total of 5 reports, regarding 8 devices, for this device family and failure mode. During this same time frame 59,785 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.0001. Per the instructions for use, the user is advised that a thorough understanding of the principles and techniques involved in laparoscopic laser and electrosurgical procedures is essential to avoid shock and burn hazards to both patient and medical personnel and damage to the device or other medical instruments. We will continue to monitor for trends through the complaint system to assure patient safety.